Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead superior vena cava (svc) coil impedances rose sharply to high levels. A new transvenous system was implanted and the lead was replaced. No patient complications have been reported as a result of this event.